Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6) 2023. The patient was discharged on warfarin for 45 days. At that time, transesophageal echocardiography (tee) was unremarkable. The patient was then placed on plavix until the 6-month point and then transitioned to just aspirin. A computed tomography (CT) scan was performed in sep-2024 and imaging showed no thrombus. Prior to a planned cardioversion procedure on (B)(6) 2026, tee showed a large pedunculated thrombus noted on the face of the closure device by the threaded insert measuring 1.2 by 1.5cm. No further information was available.